Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead failure; an abnormality in the lead contact connection was found during the operation. The lead was replaced and the issue was resolved. Additional information received. It was clarified that when it was reported there was a lead contact abnormality, they meant that there was an impedance issue. The impedance issue was noticed prior to implanting the lead in the patient. It was also clarified that the "operation" was in reference to the patient trialing an external neurostimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(6) product type: screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 22-dec-2027, UDI#: (B)(4). G2: the country of origin is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.